Event description:
It was reported that the patient had an ams elevate posterior repair system implanted in (B)(6) of 2014. The device was removed on (B)(6) 2014 due to pelvic pain. It was indicated that the patient "complained of pain, and would not follow through with pelvic floor therapy." During the mesh removal it was noted that the mesh was laying flat with no tension or ridges. A posterior colporrhaphy was performed after the elevate device removal. No additional patient complications were reported in association with this event.

Event description:
Additional information was received on (B)(6) 2014 that indicated the patient was seen a few days after the procedure and is doing ok. The patient still had some swelling and post-op pain at that time. It was reported that the patient felt the surgery on (B)(6) 2014 had helped her.

Manufacturer narrative:
Additional device info: implanted in (B)(6) 2014.

Manufacturer narrative:
(B)(4).